Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) confirmed that the stent implant was dislodged and returned on the stylet, proximal to the protective sheath. The stent implant was found to have a wavy appearance, which may suggest that the stent was inadvertently mishandled as the stent dislodgement occurred or as the device was being packaged for shipment back to abbott vascular for analysis. There were crimp marks visible on the tightly-folded balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. Additionally, measurements of the outer diameter of the stent were taken and all dimensions met manufacturing specification. During the analysis, the inner diameter (ID) of the protective sheath was found to be slightly undersized and below the minimum tolerance acceptable. However, further analysis of the protective sheath revealed that it appeared to be oval shaped, which suggests that the sheath may have been smashed at some point, although it cannot be confirmed when this damage occurred. Subsequent measurements of the ID of the sheath also noted that it was within manufacturing specification. Therefore, it is likely that the oval shape of the sheath affected the initial reading of the ID such that a lower measurement was first obtained. Potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. If significant pressure was inadvertently applied during removal of the protective sheath, this may have caused the sheath and stent to become damaged and disrupted on the balloon, thereby facilitating stent dislodgement. Although a conclusive cause cannot be determined, there does not appear to be any indication of a product quality deficiency. A review of the device lot history records did not reveal any nonconforming material records for this lot relevant to this report. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for stent dislodgement from this lot, suggesting that there are no lot specific product quality deficiencies. All stent delivery systems are visually inspected for stent placement. Additionally, a sampling of units is destructively tested for stent movement to verify stent security and dislodgement force.

Event description:
It was reported that during device unpackaging and preparation prior to use, the protective sheath was being removed and the stent implant remained inside the sheath off the balloon. There was no patient involvement. There was no clinically significant delay in the procedure due to the device issue. No additional information provided.